Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that customer fell onto pump causing the pump touch screen to become shattered and to black out. Customer's blood glucose was between 170-200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.